Manufacturer narrative:
The complaint investigation for a false elevated architect stat troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. Trending was reviewed and did not identify any trends for the product for the issue. The field data analysis reviewed historical performance of the lot 30327un21 which was evaluated using worldwide data from customers in the field. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 30327un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 30327un21. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for architect stat troponin-I reagent lot 30327un21 was identified.

Event description:
The customer observed a false elevated (false positive) architect stat troponin-I result for an emergency room patient. The following data was provided: on (B)(6) 2021 sid (B)(6) = initial troponin result = 0.121 ng/ml; repeated 2x on another analyzer ((B)(4)) = < 0.010, < 0.010 ng/ml. Customer¿s reference range for troponin: 0-0.034 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.